Event description:
It was reported that an aortic tissue valve was initially implanted on (B)(6) 2009. Subsequently, a new transcatheter aortic valve replacement was performed on (B)(6) 2023. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received additional information which stated that after an unknown duration post implant of the aortic tissue valve, a transcatheter aortic valve of a different manufacturer was implanted valve-in-valve. The reason for replacement was not reported. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: a.2: age at event: b.3: date of event: b.5: event description h.6: coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported the reason for replacement as aortic stenosis. No additional adverse patient effects were reported.